Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('spotting very minimal amount') in a 32-year-old female patient who had essure (batch no. C03098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and post procedural haemorrhage ("spotted"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage had not resolved and the post procedural haemorrhage had resolved. The reporter provided no causality assessment for vaginal haemorrhage with essure. The reporter considered post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('spotting very minimal amount') in a (B)(6) female patient who had essure (batch no. C03098) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and post procedural haemorrhage ("spotted"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage had not resolved and the post procedural haemorrhage had resolved. The reporter provided no causality assessment for vaginal haemorrhage with essure. The reporter considered post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case,we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to request for confirmation of quality. The reported adverse event are known, possible, undesirable event and not indicative of a quality defect per se. 4 further ae case reports have been received to date in relation to batch no. C03098, but none of those cases refer to a similar adverse types of events. No batch signal could be identified. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case was upgraded to serious incident. Reporter, essure indication, essure removal date added. Essure removal information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.